Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that since the middle of 2016 constant out of range shock impedance measurements were noted. Noise was also seen on this right ventricular (rv) lead which did not result in inappropriate therapy. A follow up took place and it was noted on x-ray that this lead was fractured. Upon a revision procedure defibrillation testing was not performed with the newly implanted lead. The fractured lead was surgically abandoned. No adverse patient effects were reported.